Event description:
It was reported that the patient was feeling fatigued, and shortness of breath due to the device triggering elective replacement indicator earlier than expected. The device was going to be scheduled for replacement. It was later reported the device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling fatigued, and shortness of breath due to the device triggering elective replacement indicator earlier than expected. The device was going to be scheduled for replacement. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.